Event description:
Through implant patient registry and medical records, it was learned that a 21mm 11500a valve, implanted in the aortic position, was explanted after an implant duration of 3 months and 6 days due to mrsa endocarditis. The explanted valve was replaced with a 25mm 3300tfx valve. Patient transferred to cvicu in stable condition. Patient expired on (B)(6). Per medical records, patient was admitted one (1) month nine (9) days, after implant of the 21mm 11500a due to acute punctate hemorrhagic stroke, mrsa, prosthetic aortic valve endocarditis, and valvular abscess who was treated with antibiotics with planned delayed surgical intervention. Echo showed prosthetic valve endocarditis with associated perivalvular abscess and was treated with IV antibiotics. The 11500a was explanted after implant duration of three (3) months. The aortic valve did not appear to be acutely infected. There was a large well-healed abscess cavity involving the aortomitral curtain, but no active purulence. The explanted valve was replaced with a 25mm 3300tfx aortic valve. Postoperative tee showed excellent function of the replacement, no paravalvular leak. The patient was transferred back to cvicu in stable condition. Patient expired on pod# 23 at home due to unknown reasons.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patients own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patients infection was device related, the event was likely due to patient and/or procedural-related factors. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 21mm 11500a valve, implanted in the aortic position, was explanted after an implant duration of 3 months and 6 days due to unknown reasons. The explanted valve was replaced with a 25mm 3300tfx valve. Patient was in recovery post procedure.